Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, de novo lesion in the proximal right coronary artery. After pre-dilatation of the lesion, the 3.0x23 mm xience prime stent was implanted. The stent was post-dilated with a 3.0x10 mm non-abbott nc balloon catheter. After post-dilatation, a proximal edge dissection was noted. A 3.0x28 mm xience prime stent was used to cover the dissection until the ostium. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.